Event description:
It was reported that during a sleeve gastrectomy procedure on the first firing with a black cartridge with no issues. When the surgeon removed the device and observed the staples the cartridge staples in the third row of the outer section of the cartridge did not deploy. The staples were straight legged and not b form shaped. The cartridge did not appear to be damaged. The surgeon stated that he had fired through thick tissue on the stomach on the antrim. He then used the same device and used blue and green reloads to complete the procedure. There were no leaks observed, no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Antrim. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur? 1st. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green and blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes return worked properly. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Tissue was thick, surgeon is an experienced user.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.